Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the user bumped their head/shoulder due to the placement of the cord. The user experienced a minor muscle strain as a result of the event.